Event description:
It was reported that during preparation of the absolute stent system, it was noted that the shaft was separated in two pieces. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the guide wire lumen, suggesting that the sess was at least partially advanced over a guide wire. There was no saline visible. The stent implant was not returned. The reported separation was confirmed. The distal outer sheath was separated from the outer member and loose on the shaft. The shaft was kinked 1, 39.5, and 53 cm distal to the strain relief tubing. There was no other damage noted to the sess. The multiple kinks on the shaft were not reported and are likely due to handling/packaging the product for return abbott vascular. Potential factors for a distal sheath separation prior to use include, but are not limited to, manufacturing, mishandling or excessive force against resistance. In this case, the proximal portion of the separated sheath was folded under itself, which suggests possible resistance during insertion into an introducer sheath or associated device. The stent implant was not returned consistent with being deployed due to the distal sheath separation. A conclusive cause for the distal sheath separation and kinks in the shaft could not be determined. However, there is no indication to suggest a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing all self expanding stent systems are 100% visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.